Manufacturer narrative:
Device received with cracked and bleeding lcd glass, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corners and stained end cap sticker. No cracked lcd window noted. (B)(4).

Event description:
Customer's mother reported via phone call that the device fell off of the customer. Customer's blood glucose was 98 mg/dl. Lcd screen was damaged and shattered, ink was distorted. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.